Manufacturer narrative:
H10: additional manufacturer narrative: despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Manufacturer narrative:
Corrected h6 (health effect - impact code).

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an early valve thrombosis was observed in a patient with an inspiris resilia valve model 11500a after an unknown implant duration. As reported, the medical team was considering to replace the inspiris valve through a valve-in-valve procedure if the patient health condition does not improve.

Manufacturer narrative:
Corrected data e1 (first/given name) and (last name)